Manufacturer narrative:
Device was not explanted. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The user facility reported similar events from the same product code lot number combination. See MDR 2243441-2017-00190. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, the quality system is investigating similar events.

Event description:
The user facility reported problems the involved angio-seal evolution device. The following information was provided by the user facility: the tamping tube did not advance down automatically, and required the user to manually push down the tube. The procedure was completed as per normal. The condition of the patient was stated to be ok. There was no blood loss.